Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Medtronic

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted but not used. Multiple stylets were unable to travel down the full length of the lead lumen. The stylets appear to get caught on the proximal coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.